Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation was confirmed based on the available information. Available information suggests procedural factors (post-dilation to fracture pre-existing valve with non-ew balloon) likely contributed to the event as it was reported that "following deployment, a valve fracture was performed using a 28 mm true balloon. However, the valves were over-expanded during this process, which resulted in moderate to severe central aortic insufficiency (ai)." Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), a transfemoral transcatheter aortic valve replacement procedure was performed with a 26 mm sapien 3 ultra resilia (s3ur) valve, into a previously implanted 27 mm magna ease surgical valve. The valve was successfully placed. Following deployment, a valve fracture was performed using a 28 mm true balloon. However, the valves were over-expanded during this process, which resulted in moderate to severe central aortic insufficiency (ai). To address this issue, a second thv was implanted, and the central ai resolved. The procedure was completed with no major vascular complications, and the patient was reported to be in stable condition at the end of the procedure.